Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the intervention performed was bedside repositioning with tte guidance. It was not successful. The position was maintained, so the alleged issue was not resolved.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced difficulty in positioning the pump. The doctor attempted to advance the impella slightly but was unable to land the device near 3.5 centimeters (cm). The pump position was maintained at 2.8 cm in to the left ventricle via bedside transthoracic echocardiogram. The pump was explanted and the patient survived. This is one of two related reports. This report addresses the second impella cp. Another report will be submitted to address the first impella cp. Refer to section h10 for the related report number.